Manufacturer narrative:
Unit to be replaced.

Event description:
It was reported via repair work order that the auxiliary outlet was damaged with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the auxiliary outlet was damaged with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the issue was resolved for the customer by replacing the connector box and associated label provided from customer supply